Event description:
The pump exchange was performed on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the pump stops and low speed events seen in the submitted log files. (B)(6) was returned with the driveline severed approximately 2.5¿ from the pump housing. Additionally, a distal end driveline replacement was performed by a tech services representative on (B)(6) 2020 on wo (B)(4). Approximately 21¿ of the external portion/distal end of the driveline was returned. Tape was covering numerous holes along the silicone outer jacket of the distal driveline. The outer silicone jacket of the returned end pump cable was unremarkable. The sealed inflow conduit (inlet extension, flex section and inlet elbow) were not returned. The sealed outflow graft, with outflow graft bend relief and bend relief clip were not returned. The outflow elbow was returned attached to the outlet port. Examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The outer jackets were removed, and examination of the bionate revealed a dark discoloration on the distal end driveline. The bionate was removed and numerous areas with shield breakdown were noted. Removal of the shielding confirmed a breach to the wire insulation to the yellow wire approximately 1.5¿ from the pump housing and to the brown wire adjacent to the pump housing. The conductors of these wires were exposed. Visual and microscopic inspection of the remaining underlying wires on the pump end and distal driveline revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The distal driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The insulation breach of the yellow and brown wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of this area. There was no evidence of mechanical damage such as crushing or pinching. The observed breaches in the wire insulation of the yellow and brown wire had the potential to result in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as a power module or mobile power unit. Additionally, the observed breaches had the potential to result in a pump stopped if the exposed conductors contacted the braided shield simultaneously while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 21jan2014. The heartmate ii left ventricular assist system (lvas) patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU), is currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic for new alarms, prompting her to change out her controller prior to coming to clinic. The patient states she was bending over loading things in the car when the alarms started. The patient changed over their controller at that time. The patient contacted the vad team and was told to come in. On the way the way there she bent over again and had another alarm. The patient is not sure what the alarms were other than saying to call hospital contact. On interrogation in clinic, the alarms were pump stop alarms. The patient is on an ungrounded cable and her driveline is wrapped top to bottom with rescue tape. A log file review was requested. The data showed 3 pump stops and 3 low speed advisories. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both power module and on batteries. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. X-rays were requested. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. On (B)(6) 2020 tech services arrived onsite for driveline evaluation/repair. Performed repair ~2" inches from the exit site. Perc lead replacement performed. After repair tethered patient on grounded pt. Cable without issue / no alarms noted. Returned removed perc lead for evaluation. It was reported that the patient underwent a pump exchange. The patient was experiencing pump stops post driveline repair. The controller is reported under MFR #2916596-2020-06189.